Manufacturer narrative:
(B)(4). Baxter received but was not able to evaluate the device. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion and shut off during an infusion of dobutamine at 10 mcg/kg/min. The pt was given vasopressors during the delay and sustained hemodynamic instability due to medication delay.